Manufacturer narrative:
This lead was surgically abandoned and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and possible loss of capture (loc). Subsequently, this lead was capped and replaced. No additional adverse patient effects were reported.